Manufacturer narrative:
The patient reported that there was no issue with the nalu system and no allegations of any device failure or malfunction. Patient decided they did not want to have any device implanted in the body and requested removal. No further information was provided related to the request for explant.

Event description:
Patient was implanted with the nalu spinal cord stimulator on (B)(6) 2023 to treat lower back and leg pain. Patient reported receiving good pain relief after activating the implant. Around (B)(6) 2023 the patient sustained a fall in which the implant site was directly struck and the patient subsequently reported loss of therapy. Imaging confirmed the implantable pulse generator (ipg) and both leads had migrated after the fall. A surgical revision was performed on (B)(6) 2023 in which the existing system was removed and a new system was implanted back into the desired location to restore therapy.